Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 4.0 x 12 mm xience v stent and a 4.0 x 23 mm xience v stent in two unspecified vessels. In (B)(6) 2012, the patient experienced chest pain and shortness of breath. A cardiac catheterization was performed and noted restenosis of one of the stents implanted on (B)(6) 2010. The second stent was reported to be patent. A revascularization procedure was performed with placement of an unspecified stent at the site of the restenosed stent. The patient continued to have episodes of shortness of breath, and then in (B)(6) 2012 had episodes of chest pain. On (B)(6) 2012, a cardiac catheterization was performed which noted restenosis of the stent which had been treated in (B)(6) 2012. The second stent implanted in 2010 remained patent. Catheterization also noted that a heart valve was not functioning properly. On (B)(6) 2012, a coronary artery bypass graft procedure was performed, as well as a procedure to treat the heart valve. At the end of the procedure, the patient was taken off the bypass machine, but his condition declined. He was put back on the bypass machine; however, the patient expired on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: xience v 4.0 x 23 mm. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, stenosis/restenosis, death, and surgical procedure (coronary artery bypass graft) are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v stent implant was implanted in a saphenous vein graft (svg). It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.